Manufacturer narrative:
On 08 april 2016 the medical affairs performed a clinical evaluation and commented as follows: tha revision at 9.5 years. The root cause cannot be detected. Both stem and cup appear to be loose, the cup has probably migrated. Such occurrence is rather unusual and suspect. Patient is not overweight nor young, so strenuous activity is unlikely. No trauma has been reported, nor suspects of infection. On 28 april 2016 the (B)(4) project manager performed a visual inspection of the returned implants and commented as follows: observing the femoral stem no particular sign can be noted, except on the neck: such signs were probably caused during the removal phase. The ha on the surface of the stem is still extensively present in the proximal part. On the femoral head some scratches can be seen, probably caused during the removal phase. On the liner the hole relative to the screw used to disassemble it from the shell can be seen. The external conical surface of the liner is slightly yellow probably due to lipid absorption. The liner is deformed. The plug of the shell was also retrieved: no particular sign can be noted. It is not possible from the inspection of the implants determine the root cause of the event. Batch review performed on 29 april 2016 on the liner: flat pe liner ø 28 / c, code 01.26.2839stt, lot. 061040: (B)(4) items manufactured and released on 04 july 2006. Expiration date: 2011-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 29 april 2016 it was prepared a final report with the information submitted in this report and in the initial one. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2016 it was added that the revision was due to loosening of the stem. Batch review performed on (B)(6) 2016. Lot 061374: the (B)(4) items manufactured and released on (B)(6) 2006. Expiration date: 2011-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
Revision surgery planned because of stem and cup loosening.